Event description:
It was reported that the asymptomatic patient presented in hospital for routine generator changeout. During the procedure, the atrial lead exhibited an insulation abrasion. There were no electrical anomalies. The lead was capped and replaced successfully. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. Insulation degradation was noted at 4.6 cm from the connector pin.